Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt presented to hosp with pain and swelling to shoulder. Following investigations, pt diagnosed with deep tissue infection and prescribed intravenous antibiotics. Initially performed a wound washout with little improvement. On (B)(6) 2010 - device exchange. Infected membrane removed from the underside of both implants and sent for pathology, results pending. There was no evidence of loose components as the time of revision surgery.